Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-17706. It was reported the pt was experiencing ineffective stimulation due to one of the scs leads migrating. Subsequently, on (B)(6) 2013 the scs lead was repositioned to the correct location which resolved the issue.